Event description:
A 58 year old male noted as high risk percutaneous cardiac insertion presented for impella support. The user facility reported that the patient developed an access site bleed during impella support. The patient was provided two units of packed red blood cells (prbc) and pressure was held on the site to treat the bleed. Impella support continued following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the access site bleeding was most likely patient condition related, specifically the patient's history of bleeding issues. The failure mode will be monitored and trended.